Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6), 2010 alleging inaccurate high readings on her one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on (B) (6), 2010 and obtained the following information. The patient mentioned that she obtained various readings throughout several days which consisted of 493 mg/dl, 200 mg/dl, 420 mg/dl, 268 mg/dl, 220 mg/dl and 160 mg/dl. The patient mentioned that she has had inaccurate high readings for the past month. The patient took insulin based on the meter results and claims during the night she would lose consciousness and her husband would have to contact paramedics. She claimed that she had fallen unconscious in the middle of the night a couple of times and does not recall exact dates; however, claims it has happened several times in (B) (6) 2010. She denied ever going to the ER, clinic or urgent care. She claimed that paramedics would come and she would be treated with IV glucose each time; however, on reading she recalled on the paramedic's meter after treatment was 114 mg/dl. She does not recall any readings on the paramedic's meter prior to treatment. The patient was treated with IV glucose and claims she was not taken to the hospital. A quality control test was done and the test strips passed using the control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading, she took insulin and later suffered a serious injury and had to receive medical attention by the ems.